Event description:
Customer reported device = 500 mg/dl in the am. At 11 am, device = 250 mg/dl but customer stated feeling as if she had low blood glucose. At 6:47 pm, device = 341 mg/dl. Customer called paramedics and their device = 26 mg/dl. Paramedics gave her juice and an IV before transporting her to the hosp. Customer was released from hosp two hours later. No controls used. A request was made for return product and replacement product was sent.